Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device being stuck during a operating system update. Although the update was eventually downloaded, operating system failed to load properly. A field service engineer reimaged the device and completed full data synchronization. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system did not power on. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.